Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms include pus and oozing at the site. It was also noted that the ipg site became open. The patient was prescribed antibiotics and ipg was explanted. The physician did not know what cause the infection but believe that the infection was not device related. The patient was reportedly doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.